Event description:
Customer stated that a pt's early am lab result of 8 mg/dl was reported to floor staff 4.5 hours after the staff had meter results of lo, which on the inform system indicates a result less than 10 mg/dl, and 88 mg/dl within 10 minutes on the inform system. Customer reported patient lethargic due to morphine treatment, diabetes treatment unknown. No adverse event reported. A request was made for the return of the system, replacement was sent.